Event description:
The customer reported that the beam is not perpendicular. No pt injury was reported.

Manufacturer narrative:
The ge svc rep did not find a problem. He tested perpendicularity and found that in all possible c-arm positions, the beams did not separate by more than 1 mm.